Event description:
It was reported that on (B)(6) 2023 patient was found in a room with their left ear bleeding and the hearing aid melted and blackened. The device involved is phonak virto b90-13. Patient was taken to the ER where they received 3 stitches in their concha. On (B)(6) 2023 patient was seen by the hcp and the ent clinic. Ent removed the stitches and the patient's ear looked well healed.the patient refused to return the device for analysis. Investigation is ongoing. This is the initial report, supplemental report will be issued when more information is available.

Manufacturer narrative:
The device was manufactured in december 2021. No deviations in production process have been identified. The device successfully passed all the quality tests. Issued to customer/user (B)(6) 2021. No further service has been performed on the reported device before the incident. Device has been requested for analysis.but patient has declined to return the device.

Manufacturer narrative:
August 3, 2023 no further information on the incident could be obtained. This is the final report. The manufacturer will reopen the case if further information becomes available.